Manufacturer narrative:
Thrombus failure mode added based on investigation findings. High purge pressure: the returned product was inspected and biomaterial was found obstructing the purge gap and around the impeller. The pump was run in the lab after soaking and high purge pressure did not reproduce likely as a result of biomaterial shifting position. The data logs show a motor current spike about 3 minutes after pump start. There was a motor current spike with speed deviation and a drop in pump flows characteristic of biomaterial ingestion. This occurred outside a p-level change. After motor current spike there was a rise in purge pressure until alarms were triggered. The root cause of the high purge pressure was determined to be biomaterial as evidenced by the returned product analysis and data log showing ingestion pattern. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.

Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that upon ramping up support on an impella rp flex on a patient, the purge pressure increased to over 1000 mmhg. Despite troubleshooting, the issue remained and the decision was made to replace the pump. The patient survived the procedure.

Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. H6 investigation findings and investigation conclusions were erroneously entered on the initial manufacturer device report number 1220648-2025-28686.